Event description:
This is a male with a history of coronary artery disease and open heart surgery. Because of his medical condition, he had an aicd implanted in 2007. During the testing of the unit, the surgeon observed that the device failed to fire properly. Therefore, the unit was exchanged for a different one which did function correctly. There was no injury to the patient, who tolerated the procedure well and was later discharged in stable condition. Of note, the manufacturer representative was present at the time of the procedure and took position of the malfunctioning unit.